Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available. Two year review of the complaint history reveals no other reports have been received for this serial number for the reported issue.

Event description:
The facility reported an infusion pump with a failure code 810:11. The pump was set for an infusion at a rate of 1ml/hr and reportedly, "the pump infused only for one hour after the set up". The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. No additional information available.